Event description:
It was reported that the pt developed erosion at the lead connection site. The hcp reported, that the erosion went straight to a silk suture which could harbor bacteria. The hcp reported, that he is not sure what led to the erosion, but a breached skin lesion that is chronic will harbor bacteria. The hcp reported, that the erosion may have been due to infected wound erosion, an allergy to some of the stitches, or there could have just been a necrotic point under the dermis. No cultures were taken because the pt's device system was removed. The hcp expects that the pt will recover without sequela. Please see MFR. Report #6000153-2008-00515.

Manufacturer narrative:
Final analysis revealed that all conductors and wires were broken due to overstress. The conductors were broken at the weld site and had been pulled out through the insulation.